Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/24/2020. Device evaluation summary: according to the information provided, the customer state dissatisfaction with procedure outcome and experienced a rupture on the breast implant. Upon visual inspection of a black and white copy of the image, the implant could be observed to be ruptured. The copy does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/24/2020, it was discovered that expiration date '7/31/2007' was erroneously submitted in follow up report 1. Correct expiration date is 7/31/2008. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction and rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery with two 450cc mentor memorygel breast implants experienced bilateral rupture and dissatisfaction with breast implants post procedure. Patient experienced implants as being too big, too full and too heavy on side. As a result, patient underwent bilateral removal and replacement with 225cc mentor smooth round high profile gel-filled breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.